Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed host communication issues on the alinity c processing module. On (B)(6) 2025, the host communication issue was resolved, but the ip addresses of the two analyzers were swapped. Due to the swapped ips, the instruments communicated incorrectly with the laboratory information system (lis), resulting in test results being mismatched between the two analyzers, which led to incorrect assignment of patient results. It was determined that a total of 127 samples were tested during the time the ip addresses were incorrectly assigned to the other analyzer. Data from (B)(6) 2025 was provided with sids ranging between (B)(6),hemoglobin a1c results ranged between 4.4% to 12.2%, alkaline phosphatase results ranged from <2 to 94 u/l, alt results ranged from 10 to 21 u/l, ast results ranged from 12 to 26 u/l, bun results ranged from 10 to 17 mg/dl; calcium results ranged from <2.0 to 9.4 mg/dl; cholesterol results ranged from 149 to 238 mg/dl, chloride results ranged from 101 to 107 mmol/l, creatinine results ranged from 0.59 to 1.04 mg/dl, crp results were <0.10 mg/dl, ggt results ranged from 10 to 46 u/l, glucose results ranged from 75 to 307 mg/dl, iron results ranged from 69 to 155 ug/dl, potassium results ranged from 3.8 to >10.0 mmol/l, ldh results ranged from 129 to 299 u/l, sodium results ranged from 134 to >200 mmol/l, rf results of <20.0 iu/ml, tibc result of 246 ug/dl, total protein result of 7.4 g/dl, triglycerides results ranged from 33 to 637 mg/dl, ubic results ranged from 157 to >500 ug/dl; hdl results ranged from 19 to 86 mg/dl, urea result of 32.1 mg/dl, uric acid results ranged from 3.0 to 6.0 mg/dl. No repeat results were provided. Of the results, the following results were provided: on (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, on (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), alkaline phosphatase result < 2 u/l, on (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, on (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, on (B)(6)2025, sid (B)(6), sodium result > 200 mmol/l, on (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, on (B)(6) 2025, sid (B)(6), alkaline phosphatase result < 2 u/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation was completed. A review of the alinity c processing module, serial number (B)(6) service history identified no contributing factors to the current complaint and there have been no subsequent tickets documenting incorrect patient results or host communication issues. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. In addition, the abbott global service and support team reviewed the data and information provided by the customer for the abbott glp systems track and concluded that the system is working as designed. The review determined that the samples were not incorrectly aspirated as only one system control module (scm) reported a result on the (B)(6) 2025 for each sample ID that was provided by the customer. Abbott ams technical product development team attempted to reproduce the issue that was described in the complaint. The outcome determined that it is not possible to deliver results to the wrong ID solely through a misconfiguration of ip addresses and ports for instrument connections in ams. Therefore, use error cannot be ruled out. Based on the investigation, no systemic issue or deficiency of the alinity c-series processing module, serial number (B)(6) or the alinity system software v3.6.0 was identified.

Event description:
The customer observed host communication issues on the alinity c processing module. On (B)(6) 2025, the host communication issue was resolved, but the ip addresses of the two analyzers were swapped. Due to the swapped ips, the instruments communicated incorrectly with the laboratory information system (lis), resulting in test results being mismatched between the two analyzers, which led to incorrect assignment of patient results. It was determined that a total of 127 samples were tested during the time the ip addresses were incorrectly assigned to the other analyzer. Data from (B)(6) 2025 was provided with sids ranging between (B)(6), hemoglobin a1c results ranged between 4.4% to 12.2%, alkaline phosphatase results ranged from <2 to 94 u/l, alt results ranged from 10 to 21 u/l, ast results ranged from 12 to 26 u/l, bun results ranged from 10 to 17 mg/dl; calcium results ranged from <2.0 to 9.4 mg/dl; cholesterol results ranged from 149 to 238 mg/dl, chloride results ranged from 101 to 107 mmol/l, creatinine results ranged from 0.59 to 1.04 mg/dl, crp results were <0.10 mg/dl, ggt results ranged from 10 to 46 u/l, glucose results ranged from 75 to 307 mg/dl, iron results ranged from 69 to 155 ug/dl, potassium results ranged from 3.8 to >10.0 mmol/l, ldh results ranged from 129 to 299 u/l, sodium results ranged from 134 to >200 mmol/l, rf results of <20.0 iu/ml, tibc result of 246 ug/dl, total protein result of 7.4 g/dl, triglycerides results ranged from 33 to 637 mg/dl, ubic results ranged from 157 to >500 ug/dl; hdl results ranged from 19 to 86 mg/dl, urea result of 32.1 mg/dl, uric acid results ranged from 3.0 to 6.0 mg/dl. No repeat results were provided. Of the results, the following results were provided: on (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), alkaline phosphatase result < 2 u/l, (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), calcium result < 2.0 mg/dl, (B)(6) 2025, sid (B)(6), sodium result > 200 mmol/l, (B)(6) 2025, sid (B)(6), potassium result > 10.0 mmol/l, (B)(6) 2025, sid (B)(6), alkaline phosphatase result < 2 u/l. There was no impact to patient management reported.